Event description:
Scrub personnel attempted to remove the batteries with a clamp that were deeply embedded with the package. They were too tightly packed; we have to open up another package just to get the batteries.